Event description:
Account received discrepant calcium results. Seven patient examples provided: patient 1, initial result 7.0 mg/dl; repeat gave 9.1 mg/dl. Patient 5, initial result 7.3 mg/dl; repeat gave 9.7 mg/dl. Patient 6, initial result 7.7 mg/dl; repeat gave 10.0 mg/dl. Patient 7, initial result 7.2 mg/dl; repeat gave 9.6 mg/dl. The initial results were reported, the patients were not adversely affected. Customer recalibrated the assay which resolved the issue.

Event description:
Account received discrepant calcium results. Seven patient examples provided: patient 4, initial result 7.9 mg/dl; repeat gave 10.1 mg/dl. Patient 5, initial result 7.3 mg/dl; repeat gave 9.7 mg/dl. Patient 6, initial result 7.7 mg/dl; repeat gave 10.0 mg/dl. Patient 7, initial result 7.2 mg/dl; repeat gave 9.6 mg/dl. The initial results were reported, the patients were not adversely affected. Customer recalibrated the assay which resolved the issue.

Event description:
Account received discrepant calcium results. Seven patient examples provided: patient 3, initial result 7.2 mg/dl; repeat gave 9.3 mg/dl. Patient 5, initial result 7.3 mg/dl; repeat gave 9.7 mg/dl. Patient 6, initial result 7.7 mg/dl; repeat gave 10.0 mg/dl. Patient 7, initial result 7.2 mg/dl; repeat gave 9.6 mg/dl. The initial results were reported, the patients were not adversely affected. Customer recalibrated the assay which resolved the issue.

Event description:
Account received discrepant calcium results. Seven patient examples provided: patient 2, initial result 7.3 mg/dl; repeat gave 9.3 mg/dl. Patient 5, initial result 7.3 mg/dl; repeat gave 9.7 mg/dl. Patient 6, initial result 7.7 mg/dl; repeat gave 10.0 mg/dl. Patient 7, initial result 7.2 mg/dl; repeat gave 9.6 mg/dl. The initial results were reported, the patients were not adversely affected. Customer recalibrated the assay which resolved the issue.